Event description:
It was reported that a patient using the ilet experienced persistent high glucose readings of 401 mg/dl. Investigation included customer support troubleshooting on a full supply change. Investigation of this case revealed no confirmed device malfunction or component failure and no confirmed product issue, a need for full supply change considered as potential contributors. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, hospitalization, or emergency treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.